Event description:
It was reported that the pump system was explanted on (B)(6) 2015. There were no signs and symptoms. A dye study was done and was "ok" according to the physician. The catheter was patent when disconnected from catheter. The reason for removal was unknown. The dose decreased to 600mcg/day after catheter and pump replacement. The pump system was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis of the catheter found sutureless connector had coring, tears and cuts in seal. It met leak criteria per (B)(4).